Event description:
During the use the tip of the atrieve¿ vascular snare was left in the patient's body and the doctor immediately moving the patient to the operating room to remove the tip. Unfortunately the product won't be able to return and we also cannot provide other evidences for you.

Manufacturer narrative:
A review of the returned sample found the loops were broken off from the shaft. The silver lining on the loops were damaged, pulled to the middle, and entangled in bioburden. It is likely that the snare was caught on something upon retrieval and excessive force was used during manipulation which could have caused the breakage.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
During the use the tip of the atrieve¿ vascular snare was left in the patient's body and the doctor immediately moving the patient to the operating room to remove the tip.